Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a curved opening, orange particles, and flat creases. A leak test was performed and found one opening. A microscopic analysis identified a curved sharp opening on valve bond edge assessed as an unidentified (tear) opening (no shell thickness due to opening under the plug strap). Fill inspection was performed and identified the no blockage was in the valve. Based on the device analysis the final assessment is: a sharp opening due to unidentified (tear) opening. The crease/folding of implant condition that was indicated in the complaint was observed, nevertheless is not considered a workmanship, since the device was explanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.